Manufacturer narrative:
.

Event description:
It was reported to philips that when the charge button is pressed, the device starts printing. The customer did not allege any device malfunction related to this report. There was no patient involvement and no adverse event involving patient or user was reported.